Manufacturer narrative:
Conclusion- no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a pelvic floor repair procedure and a sling procedure in 2007. On approx four and a half months later, the pt experienced worsening of her grade 4 cystocele. The surgeon opines that the worsening of the cystocele was caused by failure of the mesh and the pt's connective tissue. A surgical correction and a laparoscopic sacral colpopexy is planned in 2008.